Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g2, adding other and china. Information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the detection pin was broken. Additionally, the tube was skewed and the lens inside was damaged and misaligned, and there was a shadowy image; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken detection pin occurred due to excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a telescope had broken components (positioning pillar). It is unknown when the reported issue occurred. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.